Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. G5. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k163637, k173252, k173523, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k190905. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix panel nmic-306 patient isolate of e. Coli was reported as false positive for carbapenem-resistant enterobacterales (cre). Report 1 of 5.

Manufacturer narrative:
H6: investigation summary: this complaint is for false positive carbapenem resistant enterobacteriaceae (cre) results when using phoenix panel nmic-306 (catalog number 449292) batch 3192114. The customer did not provide panel returns but provided isolate returns and phoenix generated lab reports for the investigation. The lab reports show positive cre results for klebsiella pneumoniae, escherichia coli, and citrobacter koseri when using the complaint batch. The customer returned two k. Pneumoniae isolates and one e. Coli isolate. To investigate, two retention panels each from complaint batch 3192114 were inoculated with customer returned isolates k. Pneumoniae #1, k. Pneumoniae #2, and e. Coli to observe for cre results. In addition, one control panel each from the same material but a different batch were inoculated with customer returned isolates k. Pneumoniae #1, k. Pneumoniae #2, and e. Coli to observe for cre results. The investigation returned all nine panels classifying as cre negative; therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. A review of complaints revealed no other complaints on this batch. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the bd phoenix panel nmic-306 patient isolate of e. Coli was reported as false positive for carbapenem-resistant enterobacterales (cre). Report 1 of 5.